Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Product has not yet been returned to the manufacture for investigation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported some screws stripped, surgery was delayed about 15-30 minutes while the screws and plate were removed and replaced.